Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing of the reloads in a laparoscopic sleeve gastrectomy procedure, the surgeon was able to press the green button and squeeze the handle but the device did not fire and the jaws of the device locked on tissue. The instrument was removed using the black return knob. Another stapler was opened to complete the case. There was an unanticipated tissue loss as a result of this problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing of the reloads in a laparoscopic sleeve gastrectomy procedure, the surgeon was able to press the green button and squeeze the handle but the device did not fire and the jaws of the device locked on tissue. The instrument was removed using the black return knob. Another stapler was opened and used with the original reload without any issues in order to complete the case. There was no patient injury.